Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump blood glucose was 34 mg/dl. Customer drank orange juice and milk blood glucose went up to 50 mg/dl then to 169 mg/dl. Customer was advised to disconnect from the device. The drive support cap was normal. Customer was not hospitalized. The insulin pump and reservoir marked the same insulin amount. The device was not exposed to an MRI. Customer was unable to run the displacement test. Customer was advised to monitor the device. No further info reported.